Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline implant. (B)(4).

Event description:
It was reported via FDA medwatch mw5077387 that a female patient of unknown age underwent an unknown procedure with a saline mentor smooth round moderate plus profile 475 cc and experienced the following ba1: 2003, symptom-free for approx 3 yrs. Ba2: exchange of old 450 cc mentor smooth round saline implants with new implants within same capsule 2017; info reported in this FDA filing is second set of implants. Painful, hard, bakers grade 4 capsular contracture post op by 6 months. Symptoms from ba1: 2006 onset symptoms: heart palpitation, aspiration I apenic episodes while sleeping (not obstructive sleep apnea), shortness of breath, cold intolerance and heat intolerance, hormonal adult acne, high blood pressure; chronic sinusitis, beginning stages of elevated tsh, low t3, d, and adrenal fatigue. Symptoms from ba2: by 2009 chronic pitted adema in both legs, endocrine disrupted and diagnosed with hypothyroid no family history and not hashimotos, multiple cysts and nodules on thyroid detected and each growing every 6 months. Thyroid visually enlarged by external observation and confirmed via ultrasound, eye vision blurry and reduced night vision, chronic tinnitus, vertigo episodes. Chronic fatigue, adrenal fatigue, muscle weakness, mutated genes and mthr markers, developed allergies, hives, leaky gut, ibs, b12 and d3 deficiency despite high dose supplements. Food sensitivities and intolerances, brain fog, insomnia/poor sleep, depression, temperamental, anger easily. (Head) hair thinning, dry and brittle; patchy/hair loss on face and body areas, overall dry skin and brittle nails with large grooves and missing moons, bruise/scar easy, slow healing wounds, cold feeling. As a result, the patient underwent removal of the implants on (B)(6) 2017. There was no product issue, such as deflation reported. No additional information has been made available. This is for the right side implant, see manufacturer report number 1645337-2018-05097 for contralateral prosthesis.

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that (B)(6) was erroneously reported on the initial report dated (B)(6) 2018. (B)(4).